Event description:
Bilateral breast pain; arthritis; loss of pigmentation was given as reason to explant. Not implanted at this hospital. Information about silicone implants not abailable at time of surgery. Surgeon will attempt to obtain information so that a report may be filed. This has caused a delay in reporting. All known information is reported at his time. A seperate explant report will be filed for the manufacture as required under device tracking.additional information: original implantation was done at another pennsylvania hospital 14 years ago. Specific date not available at this time. Today's date is 6/22/94. Medical record unavailable at this time.information june 29, 1994; right implant "number" shown on medical records is 258531, lot number ak9634. Left implant "number" shown on the medical records is 2585320, lot number ak3130. It is unknown what the "number" shown of the medical record refers to end.....invalid data - regarding single use labeling of device. Patient medical status prior to event: unknown. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: no data. The device was destroyed/disposed of.